Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Clinical patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint device was not returned for evaluation. However, the transmitter (stt-gl-003 / (B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. The device passed external visual inspection and global transmitter final functional testing. The complaint could not be confirmed. A root cause could not be determined. At the time of contact, no injury or medical intervention was reported.